Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an incomplete flap, laser stopped in between and popped up energy related error also vacuum released automatically by laser in the right eye of a patient, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. During on site technical visit, fse (field service engineer) replaced pcb (printed circuit board) euf board, and performed system verification as per sir. Replaced part return has been requested but not provided. Logfile review for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The treatment of the right eye was aborted and cancelled by device, logfile shows the following message during bed cut: info fundamental energy beam path below limit. Please eliminate error and confirm. Patients right eye was not treated again on the treatment day. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. Root cause could be not be determined without further information, or sample return. The manufacturer internal reference number is: (B)(4).